Event description:
Pt with an n&g tube was found approx 7 hrs post-op having had a large emesis around the ng tube, pt having difficulty breathing obviously having aspirated while vomiting. Pt intubated and placed on ventilator. Pt did not respond to therapy, life support was discontinued after 48 hrs and pt expired. Upon investigation it was noted that the filter float at the top of the suction cannister was "stuck" and therefore there was no suction to the pt which apparently resulted in the pt vomiting. (Cannister had been emptied when pt went to surgery and was re-connected approx. 6 hrs later.)